Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the implantation of intraocular lens (iol) patient experienced halos and glares at night that are so bad and traffic signage was blurry. The patient could not read signs until near. The optometrist told that the lens shifted after surgery. Additional information has been received and patient had rim and pulses at the corner of the eye when looked to left and signs are hard to make out until right under them. The patient do not drive at night as she sees glares and halos and blurry signs at night, but to a lesser degree in the daytime. The ophthalmologist did a pinhole test which cleared up the distance blurriness. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Corrected information provided in h.10. Correction: on initial MDR the product code of 2923 was an error. It should have been 2993 on the original MDR. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that the patient did not want to provide the surgeon's name. Consumer indicated surgeon said it would take several months to adjust to new lenses. Patient stated was willing to give it a chance, but was planning to see another doctor. Also stated plans to make an appointment with optometrist, and reported a future appointment with ophthalmologist. No further information has been provided at this time. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).